Event description:
I had essure implanted in 2012, after which I began having health problems, such as weight gain/abdominal bloating, fatigue, irregular periods, pain on my left side in my abdomen, constipation, and headaches.